Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of e315 scope communication error code was not confirmed. The unit was tested with a test cv-190 video processor and an ltf-s190-5, lft type vh, gif-h180, gif-h190 and cf-hq190l test scopes. The video image functioned as usual and the scope socket was in normal condition. However, corrosion in the air tubing and an olympus lamp over 500 hours were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source is displaying an e315 error message. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.